Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not accepting commands was confirmed via analysis of the returned system monitor. Evaluation of the returned system monitor revealed that the monitor screen was frozen on the software upgrade screen despite not needing an upgrade. The issue resolved after the software was reloaded onto the system monitor. A full functional checkout was then performed and the unit passed all tests without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate system monitor was manufactured in accordance with manufacturing and quality assurance specifications. The system monitor was shipped to the customer on 09jun2010. Heartmate system monitor instructions for use informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, d4 (catalog number, lot number, UDI), d5: correction. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system monitor would not accept commands. The unit was sent back for repair.